Event description:
The customer contacted beckman coulter (bec) reporting one (1) erroneously low sodium (na) result for one (1) patient sample generated on the olympus au681-02e (au680) clinical chemistry analyzer with ion selective electrode (ise). The erroneous result was not reported out of the laboratory. The customer indicated that the original result yielded a value of 147 mmol/l and upon repeat yielded a value of 137 mmol/l. The customer did not provide any additional patient data information. There were no reports of patient injury requiring medical intervention or change to patient treatment attributed to or connected with this event.

Manufacturer narrative:
No sample collection or preparation information was supplied. Quality control (qc) was performed prior to the event and the customer indicated that the qc results were within laboratory established ranges. Bec customer technical support (cts) assisted the customer with checking the ise reference tubing for the presence of bubbles as indicated in the urgent product correction letter reference in the field action 2050012-08/22/2013-008. A bec field service engineer (fse) was dispatched to evaluate the instrument. The fse found bubbles in the reference line from the reference to the flow cell. Bubbles in the reference tubing are definitive to a reference valve failure. The fse replaced the ise reference valve which resolved the issue. No bubbles were present following replacement of valve. Incidental/proactive actions taken by the fse included cleaning maintenance on the ise system and replacement of the electrodes, pinch valve tubing, and roller pump tubing. The fse ran multiple performance tests and all recovered within acceptable ranges. System was validated to meet performance specifications. Failure mode: failed reference valve.